Event description:
The physician placed a lunderquist double curve wire up the patients right common femoral to introduce the main body on the right side. The physician then removed an 8fr sheath and introduced the 28mm main body into the right side. The device nosecone advanced to the patients common iliac where it met a tortuous bend in the iliacs and began to bow upward while no longer advancing up the wire. The physician tried pushing one more time but as this has happened to him before it was decided to open an 18fr gore dryseal sheath. The dryseal tracked into the abdominal aorta without issue. The 28 treo main body was then advanced the 18fr sheath into the aorta and we continued with the case. After cannulation of the contralateral gate he then advanced the 15x80 treo limb up the patients left common iliac. That device tracked to mid common iliac on the left and then the nosecone began to bow and would not advance any further. The device was removed and a 14fr gore dryseal was advanced into the gate without difficulty. The limb was then advanced into the gate through the 14fr sheath. It was still difficult to advance the limb and keep it where the physician wanted it to land. Proximally the device was placed where the physician intended and then we turned the focus to the ipsilateral limb. It was determined that the best practice would be then advance the 18fr gore sheath that was previously placed into the ipsilateral gate and advance the 15x100 treo limb. That was deployed easily via that strategy. Patient outcome "treated successfully."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00121. Device 2 is being reported under MDR-2247858-2021-00122, and device 3 is being reported under MDR.

Event description:
The physician placed a lunderquist double curve wire up the patients right common femoral to introduce the main body on the right side. The physician then removed an 8fr sheath and introduced the 28mm main body into the right side. The device nosecone advanced to the patients common iliac where it met a tortuous bend in the iliacs and began to bow upward while no longer advancing up the wire. The physician tried pushing one more time but as this has happened to him before it was decided to open an 18fr gore dryseal sheath. The dryseal tracked into the abdominal aorta without issue. The 28 treo main body was then advanced the 18fr sheath into the aorta and we continued with the case. After cannulation of the contralateral gate he then advanced the 15x80 treo limb up the patients left common iliac. That device tracked to mid common iliac on the left and then the nosecone began to bow and would not advance any further. The device was removed and a 14fr gore dryseal was advanced into the gate without difficulty. The limb was then advanced into the gate through the 14fr sheath. It was still difficult to advance the limb and keep it where the physician wanted it to land. Proximally the device was placed where the physician intended and then we turned the focus to the ipsilateral limb. It was determined that the best practice would be then advance the 18fr gore sheath that was previously placed into the ipsilateral gate and advance the 15x100 treo limb. That was deployed easily via that strategy. Patient outcome - "treated successfully."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00121. Device 2 is being reported under MDR-2247858-2021-00122, and device 3 is being reported under MDR-2247858-2021-00123.